Event description:
On (B)(6), replacement of gamma nail to tha has been made because the u-lag screw cut out of the femoral head. When the devices removed it was found that one u-blade bent to the side. The replacement surgery was completed successfully.

Manufacturer narrative:
Device will not be returned for eval. If the device or relevant info becomes available, it will be submitted on a supplemental report.